Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, prime/a33, excessive no delivery test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. Pump received with cracked reservoir tube lip noted.(B)(4)

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error while changing set. Customer's blood glucose was 500 mg/dl. The customer was treated for high blood glucose with manual injection but not hospitalized. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not report an e70 alarm. The customer stated they weable to complete the pump rewind. The customer was advised that the possible caused of the alarm was by viewing sensor glucose graph while pump is delivering a bolus. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return device with battery and zero out basal rate.